Manufacturer narrative:
H3,h6: one 72202600 twinfix ultra pk 5.5mm suture anchor was used for treatment but not returned for evaluation. Due to unavailability, investigation, evaluation and conclusions were limited. If objective evidence becomes available to assist with evaluation, the complaint may be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) alternate prep method, instruments or method used. 2) incompatible or unexpected bone density/condition. 3) incomplete anchor insertion. 4) unexpected bone condition/density. 5) use of excess torque. 6) loss of or lack of axial alignment. Instructions for use are quite specific for this device. Per instructions for use: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Complaint history review for the lot number reported, indicated a similar allegation. Lot review did not indicate any condition or product/procedure failures that support the reported allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during a shoulder case anchor broke during insertion, all pieces were removed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.